Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal drug via their implanted pump for non-malignant pain and failed back surgery syndrome. The type of drug was reported as "pain medication" and the concentration and dose were not reported. The reporter was inquiring what the lifespan of the device was and "if we're not getting anything out of the reservoir could the pump stop anytime?" It was clarified the doctor did a test and he was not getting anything back from the reservoir and "he's done that a couple times" however dates were not reported. The reporter was to follow up with the healthcare provider (hcp). Patient symptoms were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.